Event description:
A pharmacist reported to baxter (B)(4) of a dehp free solution administration set with 3 way stopcock in which nurse observed free flow of an unknown medication after roller clamp was closed. The reported condition occurred during infusion. No clinical consequence for the patient was reported. There was delay in IV therapy because the nurse had to change the defective set; however, there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of an a dehp free solution administration set with 3 way stopcock in which nurse observed free flow of an unknown medication after roller clamp was closed was not confirmed during sample evaluation. Two samples were available for evaluation. Visual inspection revealed that the roller clamp was not fully closed. The roller clamp of both sets was closed in a complete shut off and leak test was performed on both sets. No signs of air could be noticed from the luer lock. Furthermore, both sets were attached to a viaflo bag with the roller clamp fully closed and left hanging on a stand for 24 hrs. No leaks were revealed. The sets were working within specification. A batch review cannot be performed since there was no lot number provided. Should additional information be received, a follow-up medwatch will be submitted.